Event description:
It was reported that the insulin pump alarmed unexpected restart and displayable history crc check failed on startup. Customer's blood glucose was 89 mg/dl. No further information provided.

Manufacturer narrative:
Unit passed self test, a21 error test and displacement test. No unexpected a21 error alarms noted. Several a47 alarms were found at the alarm history file. A47 alarms due to a corrupted history file. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.(B)(4)